Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using pod packing coils (podj) and a lantern delivery microcatheter (lantern). During the procedure, while advancing the podj into the lantern, the podj became stuck approximately one third of the way into the lantern. Therefore, the podj was removed. The procedure was completed using a new podj and the same lantern. There was no report of an adverse effect to the patient.